Event description:
Information received by medtronic indicated that the insulin pump was not responding as it used to, must be pressed multiple times. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported that the center button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test. Pump error 63 variable 3 occurred during screen test of the self test. All buttons function properly. Pump was cut open to perform visual inspection and poor solder joints on the u1 chip on the keypad assembly, dried insulin in the motor slide, and moisture damage on the pcba 1. Pump successfully downloaded using thus. Pump error 63 variable 3 occurred on 03-apr-2023 at 09:01:34.00 due to broken solder joints on the u1 chip on keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Pump failed the keypad voltage test on the up bottom, down bottom, left button, enter button, and home button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was confirmed due to the pump failed the keypad voltage test. Pump error 63 was confirmed during testing due to a broken trace and loose solder joint was found on the u1 pin 6 keypad assembly. Pump exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.